Manufacturer narrative:
Based on the available information, the device will not be returned; therefore, an evaluation cannot be performed. Any new information received will be provided in a supplemental report.

Event description:
It was reported that the patient required revision surgery due to poly wear.